Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the adaptive stimulation (as) output was not changing as expected. The ins was turned off in (B)(6) 2018 and the patient attempted to adjust as amplitudes but they 'were not sticking.' After adjusting the patient would stand up and the stimulation would increase and be too strong rather than stay at the lower amplitude where the patient had set it. The patient described it as a 'surge.' During the call the laying back and upright positions registered correctly and the rep was able to set amplitudes for each position. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neuro stimulator (ins) for spinal pain. It was reported that patient has uncomfortable stimulation/ overstimulation. Consumer stated manufacturing representative (rep) was ordered out to program the device because of pain patient was reporting. Rep reprogrammed patient device but since (B)(6) 2018 patient cannot have stimulation on because "it drives him crazy". Consumer stated if patient lays down his feet go crazy. No further patient symptoms or complications were reported in this event.